Manufacturer narrative:
Citation: lehner a et al. Intermediate outcomes of transcatheter pulmonary valve replacement with the edwards sapien 3 valve german experience. Expert rev med devices. 2019 sep;16(9):829-834. Doi: 10.1080/17434440.2019.1653180. Epub 2019 aug 30. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the procedural and intermediate patient outcomes following transcatheter pulmonary valve replacement (tpvr) using a specific type of non-medtronic transcatheter valve. All data were retrospectively collected from seven centers between 2015 and 2017. The study population included 56 patients and was predominantly female with a mean age of 25 years and a mean weight of (B)(6) kg. Of those, 16 patients were previously implanted with medtronic contegra valved conduits and an undisclosed number of patients were previously implanted with medtronic melody transcatheter pulmonary valves. No serial numbers were provided. Among all patients, adverse events included: tpvr (valve-in-conduit or valve-in-valve) due to pulmonary stenosis, pulmonary regurgitation, combination of both stenosis and regurgitation (gradient greater than or equal to 20 mmhg and moderate to severe regurgitation), or right ventricular dysfunction. In addition, conversion from tpvr to surgical pulmonary valve implantation was necessary in two cases. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.